Event description:
It was reported that the patient experienced dizziness and light-headedness. The right atrial lead exhibited noise and over sensing. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Light-headedness.